Manufacturer narrative:
Account replaced the foot tray to resolve the issue. No serial number was provided.

Event description:
Facility alleged that the footplate on a sabina is cracked. No injury alleged.